Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimated. The reported patient effects of thrombosis is listed in the supera instructions for use as a known patient effects associated with the use of the device. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported break on a previously implanted stent although the reported patient effects appear to be related to operational context. The 6 x 30 mm supera referenced is being filed under separate medwatch report.

Event description:
It was reported the procedure was to treat a long thrombotic occlusion of a vein graft in the mid popliteal artery with a 6 x 30 mm and 6 x 60 mm supera stents this year in february. The patient suffered from popliteal artery entrapment syndrome (paes) which was treated from the vascular surgeons in 2015. A vein graft was implanted besides the native popliteal artery from p1 to p3 to disable the paes. The patient returned with the vein graft and supera stents occluded with thrombosis. Additionally, under fluoroscopy, the 6 x 60 mm supera stent was noted to be fractured and the 6 x 30 mm supera stent was dislocated proximally. A guide wire was not able to cross; therefore, the patient was sent to surgery. It seems that the paes still exists, and they now will try to disable it with a new vein graft landing near the trifurcation below the knee. No additional information was provided.